Manufacturer narrative:
The impella lp 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male had impella lp5.0 pump inserted in the right axillary. The patient had hemolysis which resulted in a blood transfusion of 6 units of red blood cells (rbc) and 10 units of platelets (pc) was administered during pump support.